Event description:
It was reported that the lead had moved after the original implant. When a reposition was attempted, helix issues were noted and the lead was explanted. A perforation to the heart was also suspected.